Event description:
With a medical history of arthritis, who experienced trouble breathing, shortness of breath, trouble swallowing, tightness in the throat, nausea, dizziness, headache, shaky swollen feet and purple feet. The patient began treatment with synvisc on jun-2005. The patient received one injection of wyncisc into the right knee in jun-2005. Two days later, the patient experienced nausea, dizziness, heacache and felt like patient was going to pass out. The next day the symptoms progressed and the patient had trouble swallowing and breathing and "felt like throat was closing out." Same day, the patient spoke with their physician stating that "patient felt like having an allergic reaction to synvisc". The physician referred patient to the primary care provider. The patient spoke with the primary care provider, but the forty minutes drive to the physicians office was too far. The patient went to the emergency room dame day afternoon. The patient was hooked up to the oxygen and monitors. The patient stated to the emergency room physician that patient believed having an allergic reaction to synvisc". The physician examined patient, had the patient stand up and told the patient that the patient was having a stroke. The physician ordered a cat scan rigth away and looked at the arteries in patient's neck. Around midnight, the patient was admitted to the hospital. While in hospital, patient received IV injection of medrol twice daily, oxygen and IV fluids. The patient continued to experience nausea and headache. Next day when patient showered , patient was shaky, nauseous and patient's feet were swollen and purple. Same day , the primary care physician came to the hospital and recommended the patient get up and moved around so patient could be released the next day. The nausea, dizziness and shortness of breath continued, but the tightness in their throat had diminished significantly. The nest day, the patient was discharged with a prescription of antivert. The patient called their primacy care physician's office later on same day and told that patient could not bear the nausea. The physician prescribed a suppository. The patient stayed in bed lying down. At the time since their hospital discharge passed, patient felt their previous symptoms of dizziness, shortness of breath and trouble swallowing returned. Patient had an appointment to be seen by the physician in jul-2005. The physician had not assessed the relationship of synvisc to the events. At the time of this report the patient had not recovered yet.